Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx1001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021 the PICC was implanted. After a period of use, the puncture site swelled. After examination, there was a thrombus, which was treated with antithrombotic drugs. On (B)(6) 2022 at the request of the patient, the catheter was extubated. During extubation, the nurse found that the catheter was broken in the patient's body. The rupture point was 1.5 cm above the puncture point, and the catheter was left in the body at 35.5 cm. On 21-mar-2022: additional information: thrombus in the catheter didn't cause an occlusion. Since the patient is taking oral antithrombotic drugs, it can be understood as systemic treatment. 35.5 cm of catheter broke off and was left behind in the patient. Successfully removed by interventional surgery. The patient is stable now.

Event description:
It was reported that on (B)(6) 2021, the PICC was implanted. After a period of use, the puncture site swelled. After examination, there was a thrombus, which was treated with antithrombotic drugs. (B)(6) 2014 at the request of the patient, the catheter was extubated. During extubation, the nurse found that the catheter was broken in the patient's body. The rupture point was 1.5 cm above the puncture point, and the catheter was left in the body at 35.5 cm. Additional information: thrombus in the catheter didn't cause an occlusion. Since the patient is taking oral antithrombotic drugs, it can be understood as systemic treatment. 35.5 cm of catheter broke off and was left behind in the patient. Successfully removed by interventional surgery. The patient is stable now.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a complete subcutaneous break in the catheter shaft was confirmed but the cause is unknown. A single photograph of a damaged 4fr s/l groshong catheter was returned for evaluation. The catheter had been explanted but contained some residual material, indicating that the catheter had been used. A complete circumferential break was seen in the catheter. The break was located approximately 5 or 6cm distal of the two-piece connector. Microscopic examination, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. Therefore, the failure mode could be confirmed but the cause of the catheter damage could not be determined. Possible contributing factors could include material fatigue, sharp instrument damage, tensile (pulling) damage, and over-pressurization. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed between the 35 cm and 36 cm depth markers. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that on (B)(6) 2021, the PICC was implanted. After a period of use, the puncture site swelled. After examination, there was a thrombus, which was treated with antithrombotic drugs. On (B)(6) 2022, at the request of the patient, the catheter was extubated. During extubation, the nurse found that the catheter was broken in the patient's body. The rupture point was 1.5 cm above the puncture point, and the catheter was left in the body at 35.5 cm. 21-mar-2022: additional information: 1. Thrombus in the catheter didn't cause an occlusion. Since the patient is taking oral antithrombotic drugs, it can be understood as systemic treatment. 2. 35.5 cm of catheter broke off and was left behind in the patient. 3. Successfully removed by interventional surgery. 4. The patient is stable now.